Manufacturer narrative:
Date of event: exact date unknown, event occurred a month from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the back and was charging the ipg more often. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.